Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a battery out limit alarm and an unresponsive button. The customer's blood glucose level was 118 mg/dl. The customer could not recall any significant events leading to the issue. The customer was helped with the fill tubing process and the insulin pump worked fine. Nothing was replaced or returned.